Event description:
The reporter called and alleged discrepant results when compared to a lab. The reported device results were 8, 4.5, 7.2, 5.5 and 7.5 inr. The corresponding reported lab results were 5.57, 3, 4.45, 3.65 and 4.51 inr.